Manufacturer narrative:
Unknown if the following patient codes are listed in the IFU. Product information not provided. (B)(4). Corrected data based on new information received: - adverse event to product malfunction. - serious injury to malfunction. - date of birth corrected. - date of implant corrected. The event is currently under investigation. A supplemental report will be provided upon conclusion. Unknown if the following patient codes are listed in the IFU. Product information not provided. (B)(4). Corrected data based on new information received: - adverse event to product malfunction. - serious injury to malfunction. - date of birth corrected. - date of implant corrected. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/08/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to lower extremity blood clot. Plaintiff is alleging shortness of breath, dizziness, chest pain, swelling of right leg.

Manufacturer narrative:
Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "unable to be retrieved, shortness of breath, dizziness, chest pain, swelling of right leg". Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported "shortness of breath, dizziness, chest pain, swelling of right leg" is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Although no product information was received, per the medical record, the filter is alleged to be a gunther tulip. Investigation: the following allegations have been investigated: vena cava perforation, ivc occlusion/stenosis, migration, tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown; however, the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Per the (B)(6) 2019 computed tomography (CT): "history :cook gunther tulip filter". "Caval perforation: yes. Grade 3 perforations of the 3 and 6 o'clock struts to abut l4 vertebral body. Grade 1 perforation of the 9 and 12 o'clock struts. Tilt: yes but difficult to measure due to ivc stenosis. Migration: yes. Apex of filter 1.50 cm below the renal vein confluence. Pertinent negatives: no definite fracture or missing struts seen. Additional findings: ivc severely stenotic or occluded at level of filter".

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2006 for preparation for hip implant surgery. Per additional information, on (B)(6) 2006 during a cardiology examination, inferior venacavagram shows a small amount of thrombus within the filter. Attempts at removing the filter and the thrombus were unsuccessful. The filter will be left in permanently.